Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has a history of atrial fibrillation (af). Technical services (ts) was consulted and noted t wave oversensing on the presenting rhythm. The device remains in service. No adverse patient effects were reported.